Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. Visual inspection observed no issues. Functional evaluation revealed no issues. No signs of arc/burn damage were found. No smoking occurred in testing. The unit was opened and found no issues. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a procedure, a coblator ii controller started smoking. Surgery continued without any delay with a back-up device. No further complications were reported.